Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing and low sensing value. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was not returned for evaluation. Data collected from the device has been analyzed and reviewed. There was oversensing and one lead failure predictor for high rate non-sustained episode equal to 202 miliseconds on (B)(6) 2012.